Event description:
It was reported that a patient was admitted to hospital for mitral valve repair/replacement. The surgeon originally tried to repair the patient's mitral valve with a non-edwards' ring, however the patient experienced regurgitation and the surgeon explanted the ring, took the patient off bypass and implanted a magna mitral valve (subject device). The surgeon had three sutures in place, took the holder off, advanced the valve and continued the implant; unfortunately it was noted once the patient was off bypass that a suture was looped as a leaflet was restricted on the valve. The edwards' valve was subsequently explanted and a non-edwards' mechanical valve was implanted. The patient then expired at the end of the surgery. The cause of death has not been provided, and no discharge summary or operative reports supplied by the healthcare provider. The surgeon indicates no allegation of device quality deficiency related to suture looping the edwards' valve, explanting it, or the patient's death. The surgeon indicated that tha patient anatomy was very challenging.

Manufacturer narrative:
Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a relationship of the patient's death to the edwards' valve or its explant. The cause of death has not been provided, and the healthcare provider declined to provide any additional information. The explanted device has not been returned by the healthcare provider, therefore, the root cause of the explant could not be positively confirmed. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.